Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
After 40 days, with the catheter still in place, the patient went to the emergency department due to pain in the urinary apparatus. It was discovered that the catheter was misplaced because the balloon had ruptured. The catheter was replaced and after three days the same issue occurred. The catheter was replaced and the next day the same issue occurred. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. Burst balloon could happen due 10 various reasons. However; in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
After 40 days, with the catheter still in place, the patient went to the emergency department due to pain in the urinary apparatus. It was discovered that the catheter was misplaced because the balloon had ruptured. The catheter was replaced and after three days the same issue occurred. The catheter was replaced and the next day the same issue occurred. The patient's condition was reported as fine.